Event description:
On (B)(6) 2011, the lay user/patient's nurse contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was reading inaccurate high. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or the nurse by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The nurse alleged that the issue began on (B)(6) 2011 (between 8:30am-9am). The patient reportedly obtained a blood glucose result of "105mg/dl" with the subject meter. The patient's testing frequency is not known; however, according to the csr's documentation along with oral medication (type and dose unspecified) the patient also manages her diabetes with diet and/or exercise. The nurse indicated the patient did not take any action in response to the reported reading and immediately after the alleged issue occurred, the nurse indicated the patient allegedly became unresponsive. Prior to start of the alleged issue, it is not known what the patient's previous blood glucose readings were, the date/time when her previous readings were taken, and what action the patient and/or nurse took in response to the (previous) readings. It is not known if the patient had made any changes to her diabetes management, diet, or activity level before the reported meter issue occurred and it is also not known if the patient suffers from other health issues. The emergency medical services (ems) was contacted. At approximately 9am, the patient reportedly obtained a blood glucose result of "31mg/dl" with the ems's meter and was promptly administered IV glucose as treatment by the health care professional (hcp). It is not known when the patient's symptoms improved and it is also not known if the patient received additional medical intervention/treatment. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because, the patient's nurse claims the patient obtained an inaccurate high reading on the subject meter, did not take any action in response to the reported reading, allegedly developed a symptom suggestive of a serious injury, and reportedly treated by hcp for severe hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.